Manufacturer narrative:
Batch review performed on 10 may 2021: lot 2011821: (B)(4) items manufactured and released on 04-jan-2021. Expiration date: 2025-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved batch review performed on 10 may 2021: gmk-sphere 02.12.0314fl tibial insert fixed sphere flex size 3/14 mm l (k121416) lot 2005743: (B)(4) items manufactured and released on 03-sep-2020. Expiration date: 2025-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a dislocated patella. The cause of the dislocated patella is unknown. The surgeon performed an osteotomy of the tibia to change tracking and revised the insert with a 17mm one the day after primary surgery. The surgery was completed successfully. There was a bit of instability and the surgeon wanted to give the patient more stability so he upsized the poly and, instead of using augments, the surgeon performed a tibial osteotomy and used hip screws to hold it back together.